Manufacturer narrative:
Due to character limitation in e1, full event site state: illinois. The device has not been returned to the manufacturer so we are unable to complete an evaluation. If provided we will send a supplemental report with our additional findings. Complaint ID# (B)(4).

Event description:
It was reported by customer during use of intra-aortic balloon (iab) that 2 hours ago, after flushing the inner lumen, a gas gain alarm appeared for approximately 10-15 seconds on the screen. The alarm resolved by itself. No harm or injury to the patient was reported.

Event description:
N/a

Manufacturer narrative:
Updated fields: b4, d8, g3, g6, h2, h3, h6 (type of investigation, investigation findings, investigation conclusions), h11. Corrected fields: 7a (single-use device), h6 (component codes). Since this is an esp (emergency support program) complaint the device has not been returned to the manufacturer so we are unable to complete an evaluation.